Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2017. A review of the device history record has been completed. No deviations or non-conformances noted.the event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Health professional reported a left side capsular contracture, baker grade unknown. Patient later reported "rupture confirmed via mammogram". This record is for the left side. Device remains implanted.